Manufacturer narrative:
Account would not return device.

Event description:
It was reported the device overheated during a procedure and a staff member received a first degree burn when she touched the shaft of the device. The user facility reported there were no medical interventions or surgical delay.